Event description:
The report indicated that during ECMO support in ICU, the lines disengaged during use at the male luer lock. The report indicated high pressure within the circuit at the time of disengagement. The circuit was changed out with no pt injury observed.